Event description:
It was reported that the system was explanted due to erosion and infection. The system will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on all conductors (not obstructed), the outer insulation was breached cut, and the lead exhibited apparent explant damage. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.